Event description:
Van riet 2019 ¿combined versus single use 20g fine-needle biopsy and 25g fine-needle aspiration for endoscopic ultrasound-guided tissue sampling of solid gastrointestinal lesions¿ this multicenter trial compared the diagnostic value of a 20g fnb needle (procore; cook medical, limerick, ireland) with a 25g fna needle (echotip ultra; cook medical) in patients undergoing eus-guided tissue sampling of a solid pancreatic lesion, lymph node, or subepithelial or other solid lesion. They used pentax (eg-3870utk; pentax, tokyo, japan) or olympus echoendoscopes (utc 140/160/180/190/260 or uc140; olympus, tokyo, japan) with color doppler. In cases of multiple lesions, the most suspicious lesion was targeted. Lesions were punctured at least three times with the allocated needle, followed by one or more punctures with the alternative needle during the same procedure. In total, 73 of the 608 aspro patients (12%) were punctured by both needles; fna was used first in 24 patients (33 %) and fnb was used first in 49 patients (67 %). There was 7 reported cases of insufficient sample and 2 reported cases of sampling failure that required sampling with alternative needles. As confirmed by engineering and medical affairs on 26-jul-2022 the 8 cases of the needle use in the small intestine, rectum and missing are considered off label use. As it cannot be confirmed in which location or with which needles the reported cases occurred, this file will capture the 9 potential failures and the 8 instances of off label use of the 20g fnb needle procore in the united states.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation the echo-hd-3-20-c device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a. Documents review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed. As per the instructions for use, ifu0077-4 which informs the user about the potential complications "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, damage to blood vessels, nerve damage, and acute pancreatitis. Those associated with eus needle biopsy include but are not limited to: pain, death, peritonitis, portal vein gas and thrombosis, pneumoperitoneum and tumor seeding of the needle tract. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site there is no evidence to suggest from the literature article that the relevant users did not follow the instructions for use (ifu0077-4). Image review ¿ n/a. Root cause review a definitive root cause could not be determined from the available information. It should be noted that the paper defines technical success as the acquisition rate of a histological core. The inability to receive a sample could be attributed to excessive amounts of biological matter in the sampling. It is possible that there was an issue with the needle tip for example needle notch kinks or a needle tip kink. It is also possible that the needle may have become blocked at some point during procedure due to excessive biological matter. Summary: complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This cancellation report is being submitted because the off label devices in the article cannot be combined with this file and are now captured under (B)(4). FDA MDR reporting not required for this file since as per original assessment, no adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.